Manufacturer narrative:
Age at time of event : (B)(4) years or older . (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 1.2mmx12mm threader balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was not completed due to another reason. No patient complications were reported and the patient's status was good.